Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed that the thumb advancer could not be advanced and the clip could not be deployed. Av reviewed the lot history record (lhr) and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents, related to the failure to deploy the thumb advancer, from this lot. It was concluded that the failure to deploy was related to procedure circumstance and there is no indication of a product quality issue. It was also reported that the lot number on the packaging label did not match the lot number on the device. The packaging materials were not returned. The lhr was reviewed and av confirmed the reported part and lot number of 14679-02 and 51016kn were relabeled from 14679-02 and 51016k1, confirming the reported device marking issue. Further investigation was conducted and concluded that the rework was performed per released procedures and full lot traceability has been maintained and there is no indication of a product quality issue. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report. The lot number on the returned device for 318610-1-1 does not match the lot number on the packaging labels: the lot number on the device is 51016k1, whereas the lot number on the packaging is 51016kn. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a balloon angioplasty procedure. Reportedly, resistance was felt when advancing the thumb advancer and it was impossible to split the sheath completely to the end. The clip was not deployed. The access ports were used to facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.